Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD) recorded high out of range shock impedances in a triad configuration, as well as noise on the right ventricular (rv) channel. It was noted that the high shock impedances were resolved by changing to a different vector. There was no patient name or model/serial number for the patient. No adverse patient effects were reported.